Event description:
A piece of the outer covering of the cautery device flaked off. The surgeon noticed before the device entered the hip and removed the device from the field and another device was opened. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.